Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a disconnection. The primary plumset was to be used to deliver an unspecified medication, at an unspecified rate, via a plum pump. The option-lok male adapter of the plumset was connected to a needleless valve connector. It was reported that at an unspecified time prior to the delivery of medication, the option-lok male adapter disconnected from the needleless valve connector. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and therapy initiated.